Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. Review of the manufacturing records for the batch confirmed that the devices in this batch met all applicable specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). A 3.00mm x 15mm emerge balloon catheter was advanced and upon the second dilation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient status was stable.